Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large hem-o-lok clip applier would not open and close smoothly. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed. The instrument was found to have a grip cable dislodged in the housing at the proximal end. The dislodged cable in the proximal end caused the jaws not to open and close smoothly. Additionally, the instrument was found to have an excessive amount of dried residue around the clamping pulley cable grooves. These excess residues on the clamping pulling are preventing the grips from moving smoothing hence jaws wont open and close smoothly. Signs of corrosion were found on the instrument bearings. Pitch input disk bearings exhibit orange discoloration. The complaint was confirmed by failure analysis.